Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The high blood glucose level was 400 mg/dl. Customer¿s blood glucose value was 284 mg/dl. Customer specified other relevant blood glucose and the blood glucose value was 86 mg/dl, 135 mg/dl and 216 mg/dl. The product will not return for the analysis.